Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A ophthalmic surgeon reported that frequently the valved trocars leaked during the procedures. The procedures were completed without any harm to the patients. The product sample was retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Two opened trocar cannula/hub (valve) assemblies were received on one trocar blade (the product was produced with one valve per blade). The returned samples were visually inspected. Sample 1 was nonconforming with an open valve (the septum of the valve appeared to be stretched out) and sample 2 was conforming to specification. The conforming sample was then functionally tested for leaking and it met functional testing criteria. A review of the related device history records indicated that the product was processed and released according to the product¿s acceptance criteria. The returned samples included a non-conforming (open) valve. At this time, this complaint evaluation was not able to determine the root cause of the identified valve conditions. Possible root causes for the nonconforming conditions include valve manufacturing controls, valve handling during assembly and handling in use, possibly as a result of being returned on the same blade as the second cannula/hub (valve).